Event description:
A reporter called and stated that she received a letter from abbott to let her know that her husband's sensor is in the recall list. The reporter said that her husband was getting erratic readings, sometimes high and sometime low.